Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The pump was dimpled when pressed. The physician and nurses tried cycling the device but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. The device was tested several times to ensure it works. After the procedure, the patient was retrained in the usage of the device. The patient got better and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination performed on the device identified that the pump did not have any leaks. Functional testing of the pump identified that the tubing was cut down to the pump block and was not return for analysis; however, the pump performed within specifications. Based on this observations, the reported allegation of pump collapsed/dimpled/flat was unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The pump was dimpled when pressed. The physician and nurses tried cycling the device but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. The device was tested several times to ensure it works. After the procedure, the patient was retrained in the usage of the device. The patient got better and remains stable.